Event description:
The resident's seat and back allegedly caught fire when a lit cigarette fell behind him while he was seated in the chair. The resident allegedly sustained multiple second and third degree burns and was hospitalized in ICU for several days.

Manufacturer narrative:
Manufacturer received a medwatch form with no report number. Information indicates user was smoking and dropped their lit cigarette behind them while seated in a wheelchair. User sustained second and third degree burns. The chair seat and back were heavily damaged. Chair has been in service for over 3 years with no reported incidents. No history to suggest a product problem. Nature of complaint suggests a user error.